Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): "allowing a large amount of air into line"

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: during the analysis of the history files a air rate alarm and five air bubbles alarms could be detected. No further abnormalities could be detected the sample was subjected to a visual and functional examination. A functional test was performed. The device fulfills the self test with a positive result and it was possible to bring the pump in operation. A test of the air sensor was performed, how it discripted in the tsc. The complaint could not be confirmed. The pump operate within our specification. A malfunction of the air sensor could not be identified.